Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified repeater pump disposable tubing burst within the repeater pump which resulted in a fluid leak. This issue was identified during unspecified process step. There was no patient involvement. No additional information is available.